Event description:
Customer reportedly received results of 487 mg/dl and 232 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device are replacement was sent.